Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The device that was returned was a vial of strips. Since the customer no longer had a vial of strips, only loose strips, the results of the returned vial did not apply to this complaint and should not have been sent.

Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: hi (greater than 600 mg/dl) (advantage) and 40 mg/dl (doctor's meter) customer was not having any symptoms, but was given apple juice at the doctor's office. No adverse event reported. Requested return of suspect device, but only the loose strips remain without a vial. A replacement was sent.

Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: hi (greater than 600 mg/dl) (advantage) and 40 mg/dl (doctor's meter) customer was not having any symptoms, but was given apple juice at the doctor's office. No adverse event reported. Requested return of suspect device and replacement was sent.